Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high and low blood glucose level. Customer's low blood glucose was 52 mg/dl and high blood glucose was 300 mg/dl. The customer's blood glucose tend to run very high at night. The customer would wake up with a blood glucose over 200 mg/dl in the morning. The customer had neuropathy. It was unknown whether the customer was using auto mode feature. Treatment given for high and low blood glucose was also unknown. The insulin pump will not be returned for analysis.